Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see correction to g2 health professional was inadvertently missed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections: the instruction manual tjf type 150 operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual tjf type 150 reprocessing manual 3.5 manual cleaning describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During evaluation, the reported issue was confirmed; the bending angle in the down direction did not meet with specifications and both directional knobs had excess play. These issues were caused by a worn angle wire. Visual examination identified the following issues: connector cover was cracked; the insertion tube was buckled with peeling coating and a deformed nozzle; the bending section cover's adhesive had a gap; the connector tube was discolored; the control body was cracked; and the universal cord was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the duodenovideoscope had reduced angulation that was found during reprocessing. The device was returned to olympus for evaluation. During inspection, foreign material was found at the forceps elevator. This report is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to a patient were reported.